Manufacturer narrative:
Complaint conclusion: as reported, there were some "burrs" present on the plug at the front of the 7f exoseal vascular closure device (vcd). There were no reports of patient injury. Upon inspection before use, it was observed that the plug had 'burrs,' which refers to a situation where the front end of the plug was partially exposed. There were no visible signs of damage to the device or packaging prior to its use, and the device was stored according to the instructions for use (IFU). The issue was discovered during preparation, and to complete the procedure, a new closure device was utilized. One non-sterile 7f vascular closure device was received for analysis along with a photo of the product. In the photo, a plug was observed to be still in the delivery shaft on plastic trail of the device. No outstanding details could be noted from the image. No other anomalies were observed. Upon visual analysis of the returned device, the deployment lever on the device was not depressed, and the plug was present on the delivery shaft in its manufactured position with the indicator wire was not deployed. The indicator window was received in the white/black position, and the guard was found not locked. Additionally, the delivery shaft had four (4) kinked sections, located approximately 3.0 cm, 5.0 cm, 5.5 cm, and 6.5 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed to verify the correct catheter distal tip inner diameter (ID) and the correct delivery shaft outer diameter (od). The ID/od measurements were taken near the kinked section on the delivery shaft, and the results were found within specification. Functional analysis was performed with the returned device. First, the cowling guard was locked, and the indicator wire deployed. After, the indicator wire was pulled to move the indicator window from the black/white state into the black/black state. At the black/black stage, the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window changed to the black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. Microscopic analysis was performed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty-premature deployment¿ was not confirmed through analysis of the returned device and picture received. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the ¿burrs¿ noted on the plug, especially since there were no anomalies noted during picture or product analysis. However, handling factors or shipping factors for analysis likely contributed to the kinked/bent conditions noted to the returned device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿remove the exoseal vcd from the sterile packaging using aseptic technique. Examine the device for any damage. Verify the presence of all components.¿ neither the product analysis, the picture analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 213 (c19) c: 67 (d14), 4315 (d15).

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there were some "burrs" present on the plug at the front of the 7f exoseal vascular closure device (vcd). There were no reports of patient injury. Upon inspection before use, it was observed that the plug had 'burrs,' which refers to a situation where the front end of the plug was partially exposed. There were no visible signs of damage to the device or packaging prior to its use, and the device was stored according to the instructions for use (IFU). The issue was discovered during preparation, and to complete the procedure, a new closure device was utilized. The device was not returned for evaluation.